Manufacturer narrative:
The returned generator was confirmed to self-activate briefly (less than five seconds), reset to standby, lock-up the display and ramp the display and/or up and down. Teh cause of this failure mode was determined to be epld, u6 on the display board. A failure analysis and subsequent stop order, recall and engineering change implemented a replacement component outside ofthe die change range.

Event description:
The customer reports that upon start-up "the generator started beeping while all lights were flashing and then increased itself to 170 watts of power".